Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen has a delay response. Customer stated sometimes the pump does not function when pressing the buttons. The customer's blood glucose (bg) was 205 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.